Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased pacing thresholds. There was a concern the lead had micro-dislodged. An invasive procedure was performed. An attempt to repositon the lead was made however the helix would not retract after several repositioning attempts. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.